Manufacturer narrative:
Event date: exact date unknown, event occurred a month ago from the revision date.

Event description:
It was reported that the patient was having difficulty charging the ipg. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device will not be returned due to facility policy.